Event description:
It was reported that the device fractured, resulting an an unretrieved device fragment (udf). An embold? Soft was selected for use to embolize a gastric artery bleed. During the procedure, while the physician was positioning the coil, the coil broke and detached within the patient's hepatic artery, outside of the target lesion. Retrieval attempts were able to retrieve a portion of the broken coil, but the physician elected to leave a fragment of the coil where it was, as retrieval was difficult. No further information was provided, despite request by boston scientific.

Manufacturer narrative:
Detailed information was not provided to boston scientific, including product information, procedure outcome, and patient details/outcome. We have completed good faith efforts to obtain this information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Investigation results: device history record (DHR) review: a ship history review for the reported upn was performed for the reporting customer. Batches (37745416), (38379807), and (38796546) were most recently shipped to the reporting facility in the 3-year period preceding the procedure date. There were no manufacturing deviations for any of the three batch numbers that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the embold device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.